Event description:
It was reported the physician was unable to extend the lead's helix during an implant procedure. The lead was positioned twice without incidence in the right atrial appendage. After inadequate evidence of injury current on each of the first two attempts, the physician repositioned the lead a third time. On the final attempt it was unable to be confirmed that the helix was extending. The lead was removed from the body and on the table the physician was unable to extend the helix with over 30 rotations. The lead was attempted but not used and was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.